Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed. The literature for this device contains information regarding the possibility of a revision surgery.

Event description:
It was reported that a revision surgery was conducted to remove an implant. No details surrounding the revision surgery were provided. There were no additional patient impacts reported.